Event description:
It was reported that, "pt primary hip replacement was removed because of infection. Pt was put on an antibiotic drug protocol and subsequently cleared for revision surgery done in 2008. Over last couple of weeks, the infection returned and surgeon elected to remove product."

Manufacturer narrative:
It cannot be determined that the reported device or any device manufactured by stryker may have caused or contributed to the pt's condition. Other devices involved in this event: lot # t55576bb, rest mod calcar body 25 +10; lot # 24720601, delta v-40 ceramic head 36/0.